Manufacturer narrative:
All info provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation description: a partial lead measuring 11.5 cm was returned for analysis. The portion of the lead that was returned was tested to be normal. The damage found is consistent with that occurring at time of explant. Without the return of the entire lead, a complete analysis could not be performed.

Event description:
It was reported that high capture threshold and intermittent capture would be observed when the pt stood or sat down. The lead was capped and replaced. No adverse events were reported.